Event description:
A customer contacted beckman coulter inc. (Bci) regarding leaking creatinine picric acid reagent bottle for synchron lx20 pro clinical system. No injury was reported.

Manufacturer narrative:
Customer was sent replacement reagent.